Event description:
It was reported that shortly after implant the left ventricular (lv) lead exhibited high thresholds. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 670100 heart band, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.